Event description:
Reportedly, on (B)(6) 2019, the crt-d system was implanted. On (B)(6) 2019, the patient was admitted to the hospital in emergency. During the follow-up, the following message was displayed: '[25] aida+ memories not reinitialized. Tachy episodes will not be stored.' After that, when trying to know if the patient had some episodes and/or therapies delivered, the following message was displayed: 'no data available. Aida memories reinitialization was not performed during implantation. Interrogate the device again to reinitialization.' The aida memories reinitialization was performed and no issue was observed after.

Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the crt-d system was implanted. On (B)(6) 2019, the patient was admitted to the hospital in emergency. During the follow-up, the following message was displayed: '[25] aida+ memories not reinitialized. Tachy episodes will not be stored.' After that, when trying to know if the patient had some episodes and/or therapies delivered, the following message was displayed: 'no data available. Aida memories reinitialization was not performed during implantation. Interrogate the device again to reinitialization.' The aida memories reinitialization was performed and no issue was observed after.